Manufacturer narrative:
Msds was reviewed for this event and there is an exposure control plan in place. The customer uses type a cassette for tube processing on the dxh 800 instrument with terumo 13.2 x 78mm tubes. New cassettes were provided to the customer. Internal investigation for this issue revealed that the expandable grippers in the cassettes are staying open, causing the sample tube to come out of the cassette during mixing or transporting. Service was not dispatched for this event. A root cause for this event was the expandable grippers in the cassette, which become stuck in the open position and allow the tubes to fall out.

Event description:
A customer contacted beckman coulter inc (bci) in regards to a sample tube fell from the cassette and was lost under the sample aspiration module of the dxh 800 hematology analyzer. The test order for the patient was canceled by the physician after the results were not received from the lab. The tube was found later inside the instrument. The tube did not break or leak. There was no death, serious injury, or effect to patient or user.